Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support (mcs) experienced bleeding with heparin discontinuation and limb ischemia. However, the patient would subsequently expire. The patient had a positive electrocardiogram for inferior lateral st-segment elevation myocardial infarction. And was electively intubated before being taken to the catheterization lab. The left dominant circumflex proximally occluded and there was severe mitral regurgitation noted on ventriculography. The decision was made to place patient on impella cp mcs and consult cardiothoracic surgery for surgical intervention. The impella was successfully implanted, and the patient was transported to the unit. Three days later the patient underwent mitral valve replacement and coronary artery bypass grafting surgery. The patient was at this time place on venoarterial extracorporeal membrane oxygenation (va ECMO). Now day six of impella mcs the patient was started on continuous renal replacement therapy (crrt) with goal removal. Additionally, it was noted the patient developed a gastrointestinal bleed and the purge solution was switched to sodium bicarbonate. Three units of platelets were administered. Two days later the patient was administered two units of packed red blood cells for low hemoglobin. Per the report it was stated the staff does not feel it is impella related (however unconfirmed). The patient was having persistent melena and also now net negative with crrt removal, unable to wean flows on ECMO. The following day, the right leg had loss of pulses. A plan was noted to remove the impella cp with hopes to improve flow. Persistent low hemoglobin noted with units transfused was noted. However, the patient would expire later in the day; care was withdrawn.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).